Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the charger is not connecting to the bladder stimulator. They keep getting an error saying to call the clinician. The issue started about a month ago. Patient has not been able to charge for over a month. Once in a while it will connect and say excellent connection but then they will get error code 4100. Every now and then it will say charging with excellent connection, but it never goes past 10%. They lay in bed for a couple hours and it won't go up from 10%. It takes 3-4 hours to charge. Last year they fell and fractured their back and when they started having problems they wondered if there was a way the device could have moved or shifted or a wire disconnected. Patient ended up having 3 different mris and they needed it to be at 100% charged and they had difficulty charging. Patient has been having issues charging since 2024 but they were always able to get it to charge until this last month. Agent had patient do a hard reset on the recharger. It was charging and said excellent connection. Patient said they had done the reset of their recharger several times in the past and that didn't resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. If the replacement doesn't resolve the issue the patient was redirected to their healthcare provider to further address the issue.